Event description:
The MFR received info alleging a bipap s/t c-series was not delivering the correct set pressure and the patient was hospitalized. The investigation is still ongoing for this reported event. A follow up report will be filed when the MFR has completed the investigation.